Manufacturer narrative:
Brand name: collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. Device evaluation: lens was returned in liquid, in lens vial. Visual inspection found half of the optic missing and one haptic was detached from the lens. (B)(4).

Event description:
The reporter stated that during loading a cq2015a collamer three piece lens, +20.0 diopter, it was noticed that a haptic was damaged. There was no patient contact and the backup lens was implanted. The reporter stated that the cause of the iol damage was received damage.